Manufacturer narrative:
Block b3: exact date unknown, event occurred a week before the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2316500; model: sc-2316-50; serial: (B)(6); batch: 15848680/15752270.

Event description:
It was reported that the patient the patient was not getting adequate pain relief. It was noted that the patient's spinal cord stimulator (scs) leads had high impedances. The patient underwent an scs replacement procedure and was doing well postoperatively. The explanted devices were not returned due to hospital policy.